Event description:
This device was removed for erosion.

Manufacturer narrative:
(B)(4) 2013: analysis from the manufacture is pending (B)(4) 2013: (B)(4).

Event description:
This device was removed for erosion. We have not been able to confirm the date of explant.

Manufacturer narrative:
(B)(4), 2013,analysis from the manufactuer is pending.